Event description:
The manufacturer received information alleging a ventilator shuts off. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation. The device's system board was replaced to address the issue.